Event description:
New information notes that the device was explanted and replaced.

Event description:
It was reported when the patient presented for a routine follow up, the remaining battery longevity dramatically dropped from the expected longevity at the last check up. A device replacement was suggested. No further information available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.